Manufacturer narrative:
Analysis of the device and lead are in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by a medical examiner that a patient died of unknown causes with a history of severe arteriosclerotic heart disease. Toxicology results are pending and a request for the information has been made.